Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh33 instrument cut but did not staple. The pt had a reoperation and is in intensive care. More info to follow from affiliate. 04/26/2000 message from affiliate. The procedure was a resection of the sigma (sigma-diverticulitis). During the procedure, a trans-anal anastomosis in the sigma region was performed. The sigma was resected using a ussc endoscopic linear cutter. After insertion of the circular stapler, the cdh33 was closed. It was reported that the orange indicator was fully within the green range of the setting scale. For an unknown reason, the device could not be fired correctly and finally the anastomosis was incomplete. Part of the staples were not completely formed. A second cdh33 device was used while the anvil of the first device remained inside the proximal end of the colon. Ignoring the description in the instructions for use, the remaining anvil was attached to the second device. That device could be fired without showing any malfunction. After removing the device from the pt's body, the donuts were found okay. A leakage test was performed and showed the anastomosis was still insufficient. An observation showed that the "scrosa" was damaged. The surgeon's opinion was that the damage was already caused by the first cdh device. The leakage of the anastomosis was closed by hand suturing. There was no further pt consequence.